Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker, right atrial (ra) and right ventricular (rv) leads recorded signal artifact monitoring (sam) event with noise over sensing on both ra and rv channels and minute ventilation (mv) termination algorithm. The ra ring to pacemaker vector impedance was showing noise with the ra tip to pacemaker vector showing low, out of range pacing impedances. The rv ring to pacemaker vector also showed noise. Both impedances had been stable over time up to this point. The clinician stated it was not known if some sort of procedure had occurred at the same time of the observations. The patient is dependent and rv pacing inhibition, greater than two seconds was present, so a system evaluation that remains in service was recommended. No additional adverse patient effects were reported.

Event description:
It was reported that this system with a pacemaker, right atrial (ra) and right ventricular (rv) leads recorded signal artifact monitoring (sam) event with noise over sensing on both ra and rv channels and minute ventilation (mv) termination algorithm. The ra ring to pacemaker vector impedance was showing noise with the ra tip to pacemaker vector showing low, out of range pacing impedances. The rv ring to pacemaker vector also showed noise. Both impedances had been stable over time up to this point. The clinician stated it was not known if some sort of procedure had occurred at the same time of the observations. The patient is dependent and rv pacing inhibition, greater than two seconds was present, so a system evaluation that remains in service was recommended. Additional information was received from the field mentioning that the patient came into the office for a routine check and mv sensors were reset. Furthermore, it was informed that the patient had a shoulder surgery on the event date. Rate response is and has been programmed in the passive mode for this patient that is on routine follow-up schedule. Also, the patient is monitored on latitude with a check every 3 months, and in clinic check yearly. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker, right atrial (ra) and right ventricular (rv) leads recorded signal artifact monitoring (sam) event with noise over sensing on both ra and rv channels and minute ventilation (mv) termination algorithm. The ra ring to pacemaker vector impedance was showing noise with the ra tip to pacemaker vector showing low, out of range pacing impedances. The rv ring to pacemaker vector also showed noise. Both impedances had been stable over time up to this point. The clinician stated it was not known if some sort of procedure had occurred at the same time of the observations. The patient is dependent and rv pacing inhibition, greater than two seconds was present, so a system evaluation that remains in service was recommended. Additional information was received from the field mentioning that the patient came into the office for a routine check and mv sensors were reset. Furthermore, it was informed that the patient had a shoulder surgery on the event date. Rate response is and has been programmed in the passive mode for this patient that is on routine follow-up schedule. Also, the patient is monitored on latitude with a check every 3 months, and in clinic check yearly. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.